Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during the elective extraction procedure of the lead with a laser the lead insulation was discovered to be "broken". The lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4), the full lead was returned, analyzed and the outer insulation of the lead was extrinsically breached due to melting, the distal conductor of the lead became extrinsically fractured due to melting, visual summary analysis of the lead indicated apparent explant damage, visual summary analysis of the lead indicated stretching.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.